Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the cleaning brush was getting blocked in the suction channel of the evis exera ii colonovideoscope. The issue was found during maintenance. Inspection and testing of the returned device found the suction cylinder was clogged with a foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the suction cylinder was clogged with a foreign material. In addition to the reportable malfunction, the following were noted: due to clogging of suction cylinder, suction valve did not return after being pressed; due to clogging of nozzle, water removal ability did not meet the standard value; light guide lens had a scratch; bending section cover had discoloration; and due to wear of angle wire, bending angle in up/down/right/left directions did not meet the standard values. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.